Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing. The patient was moving furniture at the time of the shock. The shock converted the rhythm. Moments later, the rate increased again for an additional shock. This shock was also successful. Technical services discussed the electrograms with the caller. No programming changes will be made. There were no additional adverse patient effects. The system remains implanted.